Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the device had a stapling/cut issue and had a poor staple formation, as the surgeon was firing the handle and was stapling, the cut line was closer to one side of the staple formation than the other. In order to resolve the issue, the surgeon overlapped the staple line with additional staples. No patient injury.